Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet bionic pancreas, with blood glucose readings over 400 mg/dl for more than 24 hours after eating a cheeseburger with a roll and fries, and after multiple infusion set changes; the user was not announcing meals, and the caregiver planned a temporary switch to subcutaneous insulin via pen and disconnection from ilet for two hours. Symptoms included hyperglycemia without ketones, dizziness, loss of consciousness, dka, or other acute sequelae. Outcomes included return of blood glucose to the target range, with subsequent readings in the 173 mg/dl then 138 mg/dl range, and no hospitalization or professional medical intervention. Investigation included review of reported use patterns, infusion set troubleshooting, and education on meal announcements. Investigation of this case revealed that the most likely contributors were missed meal announcements and potential suboptimal infusion site performance, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that user-related factors, including missed meal announcements and infusion site issues, were the probable cause.